Event description:
It was reported that during a tooth extraction, the handpiece overheated and melted the bur guard, which dripped onto the patient's upper lip and caused a burn. The procedure was completed with a backup device. It is unknown at this time what the severity of the burn was or the type of treatment that was given to the patient.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was a problem with the rotor in the driveshaft, which was replaced along with the nose cone and other components. Service did a clean, lube, and adjust to the device, and the handpiece was repaired and returned to the customer.